Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 520 mg/dl. Customer also reported receiving a no delivery alarm when they attempted a bolus correction. It was found the customer had a bent cannula upon removal of their infusion set. Customer was advised to change their infusion set. The customer also stated the bent cannula occurred on the first day of using their infusion set. No additional information provided.